Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when stapling, the indicator, five white lights, handle, adapter, and reload indicator were all solid. The handle recognized the reload and the stapler fired. However, a piece of the plastic shipping wedge which the technician broke in the staple cartridge was found by the surgeon in the patient¿s cavity. The surgeon retrieved the plastic out of the patient¿s abdomen with a grasper to resolve the issue. There was no patient injury.